Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. On (B)(6) 2020, a valve in valve was performed due to aortic stenosis and aortic valve insufficiency. A 23mm portico valve was successfully implanted. The patient was reported to be stable condition.

Manufacturer narrative:
An event of stenosis and regurgitation was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. An initial review of complaints data was reviewed on 12 may 2020 as a component of the complaint handling risk review per wi 90591806. The medical device problem and aho codes are consistent with the hazards/harms identified for this product family, and no new hazards or harms were identified.

Event description:
After a combined as and ai trifecta 21, patient received a viv procedure with a portico 23.